Event description:
Additional information provided on 01-may-2025. Patient alleges that the subject needle would not retract unless significant pressure was put on it.

Manufacturer narrative:
(B)(4) follow up report for additional information / correction. Adverse type should be both an adverse event and product problem. Correct event/product problem should be safety mechanism failure. Annex a code should be a1501 - activation problem. Annex e code should be e2119 - unintended radiation exposure. Annex f code should be f12 - serious injury/ illness/ impairment.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 23x1 rb retracted as intended and patient reported he could not find needle after injection. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Contact name: (B)(6). Contact number: (B)(6). Contact email (if available): (B)(6). Item(s): 305271. Lot(s):1081332. Date incident occurred: (B)(6) 2025. Was the patient impacted? Yes could not find needle after injection so went to the emergency room found out that it is a retractable needle. If yes, describe: print too small to see. Is a sample available? Yes. Customer responded on (B)(6) my address is: I was in the urgent care for 4 hours and was x-rayed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) - supplemental MDR - safety mechanism failure. Two photos of a 3 ml integra syringe (material 305271, batch 1081332) were received and reviewed. The first image shows a fully assembled loose syringe with the cap detached, placed next to a sealed package viewed from the top web slip side, displaying all required labeling. The second image appears to show the same loose syringe alongside a fully assembled syringe within a sealed package, viewed from the transparent bottom web. No defects were observed in either image. Since no samples displaying the reported condition were received, a potential root cause could not be determined, and corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 1081332. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.